Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an implant procedure for a right ventricle leadless pacemaker (rvlp), the device was successfully mapped, fixated, and transitioned to short tether mode. Upon entering short tether mode, the pacing impedance was observed to be out of range, and capture thresholds were elevated. No improvements were noted and the rvlp was removed for further evaluation. Visual inspection of the device identified the presence of a thrombus at the distal end of the rvlp. During the procedure, the patient experienced pulseless electrical activity (pea) and cardiopulmonary resuscitation (CPR) was initiated. Despite CPR efforts, the patient expired.